Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply was adjusted and the workstation circuit boards and cables were reseated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that a cine disk not available error message was displayed. No patient injury was reported.